Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 connector on the distribution node pca, and the cable connecting the distribution node to the rear therapy electrode was pulled from strain relief, damaging wires within the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.